Manufacturer narrative:
The device has been returned and evaluated by product analysis on 2-jul-2018 with the following findings: during investigation, the keypad was intact. The ok keypad button was under responsive and did not click or spring back. All other keys were responsive to user input. The keypad cover was removed to find the ok button contact was observed to be cracked. No contamination was observed under the button contacts. Unrelated to the original complaint, the battery compartment was cracked above the bumper pad. Additionally, the cartridge compartment was damaged at the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow, down arrow, and ok/enter buttons were under-responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.